Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down unexpectedly. Subsequently, customer experienced a blood glucose (bg) level of over 400 mg/dl and a large ketone level identified as dangerous by healthcare provider. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin. Reportedly, the customer was released 5 days later with the issue resolved and no permanent damage.